Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately compared to her feelings. The patient usually tests once every other day when she wakes up. She also takes an oral diabetes medication (5mg glibenclamida once in the evening). The patient also suffers from high blood pressure, but does not take any blood pressure medications. Prior to the same day, morning (unspecified times), she ate breakfast as usual (a glass and half of cantaloupe and strawberries mixed with milk) and was doing "normal" activities. She felt "fine" in the morning and denied testing on her meter before breakfast. A few hours after breakfast (about 12-12:30pm), the patient developed symptoms of dizziness, blurred vision, and dry mouth so she tested on her meter and got "64 or 67 mg/dl." She felt that this meter reading was inaccurately low because, she claimed that, she is "never" that low. She called her brother for advice and her brother advised her to eat something due to the low meter reading. The patient then ate a ham and cheese sandwich with a glass of juice. She claimed she felt worse after eating and became tired; so she laid down to rest. About 2 hours later (about 2-2:30pm), she retested and her blood glucose was "191 or 197 mg/dl." She felt that this meter reading was too high since she did not expect her blood glucose to go up that high that quickly after eating. She administered self-care with an extra pill of glibenclamida and felt better about 3:30-4pm. The patient denied receiving/seeking any other medical attention. The customer care advocate (cca) verified that the meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. This complaint is being reported due to the following conclusion: the patient allegedly treated herself with food based on the "64 or 67 mg/dl" meter reading and her symptoms worsened. The patient claimed that two hours later, she got a result of 191 mg/dl and took self-treatment with an extra pill of oral medications, which relieved her symptoms. The meter, test strips, and control solution were replaced.